Manufacturer narrative:
Investigation summary: the quality team has been provided with a picture of the affected sample as well as a physical sample. From the photo, a white foreign matter can be seen in the fluid path. The sample was analyzed with fourier transform infrared spectroscopy (ftir). The spectral analysis shows that this material is most likely polypropylene, the material used for molding the syringe pieces. An analysis to determine the probabilities of the foreign matter being expelled through the syringe was also performed. After ten (10) runs of flush testing on the same syringe with the foreign matter in the barrel, the foreign matter remained in the barrel after each test. Based on the quality team¿s investigation, the defect was confirmed. No material was observed on the filters after each flush test. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Considering the ftir analysis results, the particles or threads likely consist of some plastic flake coming from the own barrel / shield. Specifically, during the manufacturing process (molding and assembling) some plastic thread could have remained in the barrel due to static electricity. Considering that any high-volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce our syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. The team has concluded that this is an isolated case with a negligible frequency of occurrence. Our manufacturing facility has been notified of this complaint, raising the awareness on the production floor to pay more attention to this matter. In addition, we have already initiated a comprehensive program which includes all aspects of our production operations, including the manufacturing environments, manufacturing equipment and processes, and other related processes (re-assessment of equipment cleaning routines, for instance), in order to eliminate a wider range of potential sources of ¿foreign matter.¿

Event description:
It was reported when using the syringe flu plus 0.25-1ml var dose 23x1 there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: there was "white foreign matter inside the barrel."